Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. This device was initially determined to be non-reportable with respect to the complaint event based on the reported information and unknown part number. The part number of the subject device was not identified until the returned products were investigated on oct 25, 2016. Upon identification of the part number, a complaint history review was able to be performed and the device was reevaluated for reportability. Without a lot number the device history records review could not be completed. A product development investigation was performed for the subject device (buttress/compression nut, part number 03.037.016, lot number unknown). The subject device was returned with the complaint condition stating that a blade/screw guide sleeve (03.037.017 lot 9704087) was sticking while assembling with a 130 degree aiming arm (03.037.013 lot 9460289) which resulted in a one minute surgical delay; no reported patient harm. The returned devices are part of the trochanteric fixation nail advanced (tfna) system. The blade/screw guide sleeve is connected to the aiming arm (03.037.013) via the locking clip (03.037.015) and the buttress compression nut (03.037.016). This provides a cannula to target the oblique hole of the tfna nail. This information is provided per the tfna technique guide. The returned devices were examined and no identifiable defects or deficiencies were noted which could have potentially contributed to the reported complaint condition. The instruments were able to be assembled and interacted as intended. As the complaint condition as unable to be replicated and no identifiable defects or deficiencies were noted, the complaint is unconfirmed. No root cause was able to be determined as the complaint condition was unable to be replicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during implantation of the helical blade and nail construct there were issues with guide sleeve. During insertion of the helical blade, the helical blade slid and back-out halfway from the guide sleeve but then was reinserted successfully. After the surgeon inserted the helical blade into the nail with the guide sleeve was difficult to disengage because it was sticking in the compression nut and the aiming arm. There was a one minute surgical delay due to the reported event. The surgery was successfully completed without additional medical intervention without patient harm. The patient's postsurgical outcome was reportedly good. Concomitant medical products: nail (part 04.037.042s, lot unknown, quantity 1); helical blade (part 04.038.300s, lot unknown, quantity 1); helical blade inserter (part unknown, lot unknown, quantity 1). This report is 3 of 3 for (B)(4).